Manufacturer narrative:
(B)(4). Reporter¿s phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly

Event description:
It was reported from (B)(6) that prior to beginning of a posterior cervical fusion case, it was observed that the small ball bearings were found to be at the bottom of the surgical drape. According to the report, it was suspected that the ball bearings came out of the craniotome because the lumen of the drill looked damaged. It was reported that this event occurred when the nurses were setting up the sterile table and not during the procedure. There were no delays in the surgical procedure. It was not reported whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the inner race of the bearing at the tip of the nose tube was out of alignment. During repair it was observed that the ball bearings were missing and the bearing was damaged. The bearing at the tip of the nose tube was missing the ball bearings and the inner race was out of alignment this is consistent with excessive force while in use. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to excessive force while in use which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.